Manufacturer narrative:
The device was not returned to olympus for evaluation due to the issue being resolved. Troubleshooting was performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a b30- scope communication error, e216-scope communication error, and an e931-white balance failed error were received when using the evis exera iii xenon light source the issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.